Manufacturer narrative:
The damage found was sustained during procedure. The lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported for surgery due to a perforation following initial implant. During the procedure to reposition the lead, the guidewire could not be extracted from the lead. The lead was explanted and replaced. The patient was stable.